Event description:
Port-a-cath flush had a bad taste in the back of my throat. Skunk smell/taste is the only way to describe it. Other lot numbers under question: #46-160-9d exp oct 2008. Dose or amount: 10 mls. Frequency: prn. Route: IV. Dates of use: 2007. Event abated after use: yes.